Manufacturer narrative:
The reported events were high pacing impedance, r-wave amplitude variation, and ¿provider suspects he punctured the lead during suturing¿. As received, a complete lead was returned in one piece. The reported event of ¿provider suspects he punctured the lead during suturing¿ was confirmed. Visual examination noted the lead body insulation was punctured and damaged at the proximal region consistent with procedural damage. The reported events of high pacing impedance and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead implant. After implant, a device interrogation found the rv lead exhibited low sensing, high pacing impedance, and it was suspected that the lead was punctured during suturing. The rv lead was explanted and replaced. The patient was stable.